Event description:
As reported by the user facility ((B)(4)): pump was empty in 24 hours (in place of 48 hrs).

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. We have informed our MFR accordingly. A f/u report will be provided after their statement is available. Ref (B)(4).

Manufacturer narrative:
(B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.